Event description:
Info rec'd indicates the foot end brake casters did not hold in the brake mode.

Manufacturer narrative:
The technician found both of the foot casters were worn. He replaced the foot casters and the brakes functioned properly.